Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet was not connecting to the dexcom g6 continuous glucose monitor (cgm) sensor and transmitter, and the agent identified that an incorrect transmitter serial number had been entered, after which the user was guided to re-enter the correct number and allow time for connection. No adverse clinical symptoms reported and no alerts or alarms. Outcomes included user education and successful troubleshooting steps with instruction to monitor for connection. User support included technical troubleshooting and user guidance focused on device setup and pairing. Investigation of this case revealed a user setup error related to incorrect transmitter identification that prevented pairing between the ilet and the dexcom g6. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.